Manufacturer narrative:
Inspection: the returned devices match the information in the complaint file and were examined. Visual inspection revealed that the driver has a fractured tip. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. An off-axis force applied during surgery or wear and tear from multiple uses and sterilization cycles may have contributed to this event. Device usage: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of a screwdriver was found to have fractured off during a routing inspection. There was not a patient present at the time of discovery.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screwdriver can no longer retain its screw. This was discovered during routine inspection.